Manufacturer narrative:
Without a lot number, the expiration date and date of manufacture could not be determined. The customer did not have a sample or lot number for the 3m¿ ioban¿ 2 antimicrobial incise drape used in this procedure. 3m¿ ioban¿ 2 antimicrobial incise drapes are included in their procedure packs. The customer provided three different lot numbers for the procedure packs currently in stock. 3m obtained information regarding the lot numbers for the ioban¿ drape contained in the procedure packs. There were three different lot numbers of 3m¿ ioban¿ 2 antimicrobial incise drapes in the procedure packs currently in stock. The customer reported chloraprep¿ was used for skin preparation prior to application of the 3m¿ ioban¿ 2 antimicrobial incise drape. A microscope (unspecified type) was used during the procedure. The cause of the skin injury remains unknown.

Event description:
Clinicians reported a patient experienced redness, blistering and skin pigment removal when a 6640ez 3m¿ ioban¿ 2 antimicrobial incise drape was removed following a spinal procedure. The patient initially experienced a 2" x 2" area of skin pigment removal and blistering when the drape was removed near the incision prior to skin closure. The remainder of the drape was removed without issue. Bacitracin ointment was initially used for treatment. The skin injury progressed to an ulceration and the patient was referred to a plastic surgeon. The nurse practitioner reported the patient will require a wound vac dressing and possible skin grafting.